Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited numerous inappropriate shock therapy for atrial tachycardia, and intermittent shock impedance measurements high out of range greater than 125 ohms. Subsequently, device interrogation revealed a code 1005, indicating an open circuit condition and a lead issue was suspected. The lead was surgically abandoned and a new lead different model, was successfully implanted. The ICD remains in service. No additional adverse patient effects were reported.